Event description:
It was reported that a delivery catheter (dc) became deformed during maneuvering and could not be retracted. A blood clot was also found blocking it. A right ventricular leadless pacemaker (lp) was successfully fixated into the heart using the dc but capture threshold was too high and pacing impedance was low. The physician attempted to unfixate the lp, but the lp prematurely separated from the dc. The entire system was removed from the patient's body and it was discovered that the dc tethers could not be aligned and tissue was stuck in the lp helix. A new dc and lp was used to complete the procedure. Patient had no other consequences.